Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected on the bus. The field service engineer reseated the cables and tested, but only the bottom drawer worked. Replaced the drawer board, retractor band, and interface board, then updated the firmware to the latest version. Tested the drawer using the hardware test application, and all passed successfully. Customer confirmed proper operation in the application. During the repair, rebooted the station, cleaned the electronics drawer and the area around the communication sled and power supply, checked for medications, and removed debris from the bottom edge of the back panel. Also reseated the bus cable connections on all drawers and inspected all cables for physical damage. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not on the bus, drawers did not recover, and staff could not access medications needed for surgery cases. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.